Event description:
It was reported that "the air leaking was found in the late phase of surgery, and doctor retracted it. Patient was fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacture reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities were observed. No dimensional inspection was performed as part of this complaint investigation. The cuff pressure of the actual investigation. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. The observation shows that the cuff was unable to maintain its pressure at 25mbar. Further inspection carried out and it was observed that there is a hole on inflation tube of side arm. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on investigation, the defect mode on air leaking was found in the late phase of surgery matched with the complainant report. There was cut mark observed on the cuff that prevented the cuff from inflating. However, visual inspection on inflation and deflation was 100% conducted during manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. Thus, this defect could not be determined as manufacturing related, and the complaint is not confirm." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the air leaking was found in the late phase of surgery, and doctor retracted it. Patient was fine." At the time of this report, the customer has not returned our requests for additional information.